Event description:
It was reported a customer was hospitalized due to the device programmed a bolus in the middle of the night. Customer did not program the bolus and she ended up in the hospital. Customer stated she calibrated the device and the device started to bolus. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.